Manufacturer narrative:
The investigation for the reported aic - purge issue - other issues has been completed. The device was returned for evaluation (exact date of return is unknown). The cause of the controller alarm was malfunction of the purge pressure sensor assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited a purge cassette stopped alarm. They also received the please replace the console alarm. Neither the pump could be started, nor the purge cassette could be replaced, and when the console was replaced, the pump could be started. No report of patient injury or harm.